Event description:
It was reported that guidewire entrapment occurred. The patient underwent angioplasty of the 50% stenosed target lesion with mixed morphology located in the mildly to moderately tortuous and mildly calcified iliac artery. After gaining vascular access via the right common femoral artery with a 6fr sheath, a 300cm, 8cm v-18 control wire guidewire was advanced deep into the aorta and into the target lesion. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was prepped and advanced over guidewire into the external iliac for pre-dilation. The balloon was inflated to 10 atmospheres and worked perfectly; however, during withdrawal, the balloon was stuck on the guidewire. Flushing, inflating, and deflating the balloon was tried but it would not come off the guidewire. The balloon and guidewire were pulled out intact together through the sheath and a new guidewire was used to access the lesion. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned inside the sheath; a hub device also returns for the analysis, and it was observed that the guidewire was bent at the middle and distal tip section. No more damages or issues were observed on the device.

Event description:
It was reported that guidewire entrapment occurred. The patient underwent angioplasty of the 50% stenosed target lesion with mixed morphology located in the mildly to moderately tortuous and mildly calcified iliac artery. After gaining vascular access via the right common femoral artery with a 6fr sheath, a 300cm, 8cm v-18 control wire guidewire was advanced deep into the aorta and into the target lesion. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was prepped and advanced over guidewire into the external iliac for pre-dilation. The balloon was inflated to 10 atmospheres and worked perfectly; however, during withdrawal, the balloon was stuck on the guidewire. Flushing, inflating, and deflating the balloon was tried but it would not come off the guidewire. The balloon and guidewire were pulled out intact together through the sheath and a new guidewire was used to access the lesion. The procedure was completed successfully. No patient complications were reported.